Event description:
It was reported to boston scientific corp, that at occlusion balloon dilatation catheter was used in a percutaneous nephrolithotomy procedure that occurred on sept. 6, 2007 (age and gender unk). According to the complainant, "during the procedure the balloon popped inside the pt and the physician withdrew it and replaced with another of the same device." The balloon was inflated to approx 15 to 17 atms with a boston scientific inflation device. Follow up info indicated that the entire device was retrieved when they pulled the catheter out; all pieces of the balloon were still attached completely. No pt complications occurred due to this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search for similar complaints related to this lot was conducted; no add'l complaints have been recorded for this lot. The august 2007 nephromax trend reports for this event indicates a neutral trend for the last three months.